Event description:
Device malfunction: suture pulled out of artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted to pull the suture taut, the whole suture came out of the artery. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) - suture pulled out of artery. The device is expected to be returned for eval. It is not yet been received.